Event description:
Report received of an overdelivery. The pump was programmed in 2003 at approximately 12:00pm to deliver gemzar 2250mg in 310ml over 2.5 hours. The tubing set was manually primed by the nurse prior to initiation of the infsuion. At approximately 2:00pm, the nurse did a periodic check of the pump and reportedly noticed that there was only a "tiny bit" left in the solution bag. The nurse expected to find approximately 60ml left in the solution bag. There were no reproted pump alarms or leaks in the tubing set or solution bag. There was no reported adverse effect to the pt and no medical intervention was required. Although requested, no add'l info was available.